Manufacturer narrative:
Concomitant medical devices: unknown competitor lead implant date unknown. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the right ventricular (rv) lead had perforated the skin. The pocket was revised to include replacement of the cardiac resynchronization therapy defibrillator (crt-d) which had been implanted after the use-by date. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.